Manufacturer narrative:
It was reported that the tip of an olive wire drill broke off and was retained in the patient's bone during a bunion procedure on (B)(6) 2022. Additional information indicates while the surgeon was drilling screw holes for the medial plate, the drill hit a screw used on the dorsal plate and broke off. The case was successfully completed with no additional patient outcomes. The device was not returned to the manufacturer for evaluation. The UDI referenced is for the sterile kit (sk14) the device is distributed in. The device history records were reviewed for all possible devices/lots and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. Based on the available information, the most likely cause of what was reported is that the drill broke due to impact with another device (dorsal plate screw). Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file this MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that the tip of an olive wire drill broke off and was retained in the patient's bone during a bunion procedure on (B)(6) 2022. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file the MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803.